Event description:
It was reported during a wisdom teeth removal procedure, the bur guard broke. The pt received a burn on the lower right lip, which caused a blister to form. The procedure was completed with the same drill, and it is not known what medication or treatment was applied to the injury.

Manufacturer narrative:
The handpiece and bur guard have not yet been received at the manufacturer for testing. An evaluation will be conducted once received, and a follow-up report will be submitted after the investigation is complete.